Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that the paddles and accompanying cable are broken. There was no reported patient or user involvement and no adverse patient/user impact.

Event description:
The customer reported that the paddles and accompanying cable are broken. This report is for the paddles. The report against the cable was submitted under report # 1218950-2018-07823.